Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/19/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the unknown patient experienced a skin infection at the needle puncture site which occurred on an unspecified number of days after the sensor had been inserted in an unknown location. The patient reported the event using a survey form and only documented ¿injection site necessitating antibiotics¿ and did not specify which antibiotic medication was used as treatment. The patient was in good condition at the time of report. No additional event or patient information is available.